Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower requires firmware update. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. Correction: h4. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station experienced an issue with incorrect cubies opening and needed for firmware update. The technical support specialist (tss) checked and found that the firmware of this neuro medstation was already the latest. The tss asked the customer to share the document number or a scan copy of the 'urgent medical device correction notification' received to determine the next step, but user could not find a document number and attempted to attach the document, which stated that the firmware update was available. A follow-up was made by the customer, but no document number or copy of the communication was provided. The tss finally found the copy of the document attached to the case. The customer was asked to send a copy of the customer response form to the provided email or fax number. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower requires firmware update . The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.